Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they tried to troubleshoot but the insulin pump will not power up anymore. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.